Event description:
The customer tested blood glucose at 9pm and received a result of 301mg/dl. The customer took 18 units of lantus and 6 units of novalog. Around 12am the customer was extremely disoriented. The customer passed out. Paramedics were called and arrived between 12 and 1 am. They tested the customer's blood glucose and received a result of 33mg/dl. The customer was given an IV and orange juice. 3 days later at 7:30am the customer received a result of 257mg/dl and took 5 units of novalog and 16 units of lantus. The customer went to a doctors appointment because they were feeling dizzy and disoriented. Customer decided to stop by the diabetes care center next door. The customer received a result of 201mg/dl and the diabetes center received a result of 57mg/dl. The customer was given juice and peanut butter and crackers.